Event description:
It was reported that during a femoral locking plate procedure, the tips of two screwdrivers (314.050) broke off. The fragments were retrieved from the screw heads. In the same procedure, the cable tensioner (391.201) would not tighten the cables. The surgeon used another tensioner in the set to complete the procedure with no further problem. This is report 2 of 3 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the visual inspection of the returned instrument shows that the hex tip is broken. The fracture is at the base of the hex tip and is mostly straight across the shaft with a couple of small points. Otherwise, the instrument is in very good condition. This issue was addressed on several prior complaints and an internal corrective action has been opened to address this issue. (B)(4). The screwdriver on this complaint was produced in april 1996 which is prior to the implemented corrective action. The issue was deemed valid and was addressed by the internal corrective action. The shaft on this device was produced prior to implementation of the CAPA corrective action. Therefore this complaint is valid as on prior complaints but corrective action to address it has already been implemented.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reported in error.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: the manufacturing evaluation showed that tip is broken off, fragments were not sent back. Measurement of the broken tip is not possible as the fragments were not sent back. Therefore this complaint is indeterminate from a manufacturing standpoint. However, the still measurable dimensions are according to the specification and the fracture face is homogenous, which indicates material conformity. Manufacturing evaluation was received on 2/2/12.

Event description:
This is report 2 of 3 for complaint (B)(4).